Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The pilot 50 guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an ostial lesion located in the right coronary artery (rca) that was heavily calcified. After successful pre-dilatation, the xience alpine 3.50 x 12 mm stent delivery system (sds) could not be advanced on the pilot 50 j guide wire and into the hemostatic valve as the stent delivery system became stuck on the guide wire and it was impossible to advance or retract the catheter. The sds was still outside the patient when an attempt was made to remove the catheter from the guide wire and the distal shaft separated. The guide wire and the sds were removed together and replaced with a balance middleweight guide wire and a non-abbott stent. The procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the guide wire and the shaft separation were confirmed. The difficult to position the guide wire could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.